Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was peeling and the keypad buttons had a delayed response. It was reported the tactile response occurred prior to the keypad damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:the keypad was found to be torn. Evaluation revealed the up, down, and ok keypad buttons were intermittently responsive; the contrast button was unresponsive. There was evidence of keypad contamination found under all key contacts. The down button key contact was found to be inverted. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.